Event description:
(B)(4)

Manufacturer narrative:
(B)(4). The sample and all available information was forwarded to the actual manufacturer, b. Braun (B)(4), for further evaluation and the investigation is on going at this time. Follow up report will be provided when the evaluation results become available.